Event description:
During a gastroplasty procedure, the pt was submitted to capella by videolaparoscopic, the stapler presented failure too perform the enteroanastomosis, it did not cut the staple line. Another device was used to complete the case.